Manufacturer narrative:
B4: 06jul2021. The customer evaluated the device with the assistance from product support engineer (pse). The reported problem was confirmed. The customer adjusted the hospital oxygen system to resolve reported issue. The device successfully passed performance specification testing after the repair was completed and was put back into service.

Manufacturer narrative:
Date of report: 20may2021. There was no patient involvement.

Event description:
The customer called technical support (ts), reporting that there is an alarming issue. The customer reported there was no patient involvement at the time the issue was discovered.